Manufacturer narrative:
Additional information was received that the patient was recommended for a pocket revision procedure.

Event description:
A report was received that the patient was experiencing severe muscle spasm and weakness in both legs whether the stimulation was turned on or off. The patient stated that she had new herniated disc and it was not known if it was stimulation related. The patient was referred to a neurosurgeon.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing severe muscle spasm and weakness in both legs whether the stimulation was turned on or off. The patient stated that she had new herniated disc and it was not known if it was stimulation related. The patient was referred to a neurosurgeon.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing severe muscle spasm and weakness in both legs whether the stimulation was turned on or off. The patient stated that she had new herniated disc and it was not known if it was stimulation related. The patient was referred to a neurosurgeon.